Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? No, there was no surgical delay, since the novelty was handled promptly, with another impact handle that comes with the equipment, and the surgery was completed successfully, with no impact on the patient or any discomfort on the part of the specialist. B. Was the product available for return? Yes, as soon as the surgery was completed, the equipment was left organized and ready in the sterilization center, so that it could be removed from the institution, including the impact handle that presented the novelty.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. "During surgery, the surgeon was intrasurgically split one of the impactor handles ref * lot * while, it was used to impact the prosthesis. It proceeded to remove the fragments of the split mango and the specialist was given the other impactor handle to perform this maneuver. And thus, be able to finish the surgery with exto, for the above mentioned. No type of discomfort by the specialist is tucked nor any affect to the patient. The broken piece and its fragments are marked with red tape and are sent inside the equipment for it to be changed or repaired (photographic records are attached). There was no affect to the patient nor additional waiting time, there is no fragment left in the patient". The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that attune impaction handle had broken and a piece was removed from the device. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, end of life problem identified. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, the surgeon was intra-surgically split one of the impactor handles while it was used to impact the prosthesis. Proceeded to remove the fragments and the specialist was given the other impactor handle to perform this maneuver and thus be able to finish the surgery. There was no affect to the patient nor additional waiting time. There was no fragment left in the patient.